Event description:
The customer reported a false negative reaction of cell #1 of biotestcell 1&2 using the tube technique with ortho confidence kit and a weaker reaction of cell #1 with solidscreen ii control on tango. The customer had returned the supposedly defective product, the ortho confidence kit and solidscreen ii control. Our quality control laboratory retested the customer's allegedly defective samples. Our test results confirm the customer´s complaint. Because of the confirmed complaint a risk analysis was performed. The result of this risk analysis was that there is no risk for biotestcell 1&2 users: biotestcell 1&2 is used for the screening of unexpected antibodies, e.g. An anti-d. Both, cell #1 and cell #2 of biotestcell 1&2 are rh(d) positive. In case of the complaint the antigen rh(d) of cell #1 seems to be weakened, but there is still the normally expressed rh(d) antigen of cell #2. Therefore an anti-d will always be detected by biotestcell 1&2. There is no risk for missing an anti-d. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for this complaint. Because the customer's complaint was confirmed, further actions (deviation) have been initiated.

Manufacturer narrative:
This is our combined initial and final report on this incident.